Manufacturer narrative:
On 28-feb-2025, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and during preparations, we noticed that the internal package of the smarttouch catheter was torn so the catheter was not sterile anymore. The outer package did not look damaged. The device was secured properly in the tray and no damage was observed. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device. The original packaging was not returned for analysis. However, several pictures were received where it is shown that the device pouch was perforated. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The sterilization issue reported by the customer was confirmed based on the pictures received. The potential cause could not be determined, as the original package was not returned. The instructions for use (IFU) contain the following information: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and during preparations, we noticed that the internal package of the smarttouch catheter was torn so the catheter was not sterile anymore. The outer package did not look damaged. The device was secured properly in the tray and no damage was observed. There was no patient consequence.